Event description:
It was reported that the surgeon was trying to revise screw in a plate and spring lock locking device broke.

Manufacturer narrative:
Catalog# 48811354. Method: risk assessment; results: manufacturing files were not reviewed because no parts or lot were provided. Conclusion: it appears that the surgical technique was followed for screw hole preparation (punch awl variable for use with self drilling screws) so the root cause is not determined due to lack of returned parts or lot number.

Event description:
It was reported that the surgeon was trying to revise screw in a plate and spring lock locking device broke.